Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was found cut 12.5 cm distal to the df4 connector pin. The proximal and distal fragments were received for analysis. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The insulation in the distal region of the distal fragment was found rubbed through, which is assumed to be the root cause of the reported oversensing. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Furthermore, the shock coils were found stretched and the fixation helix bent, these deformations most likely resulted from the extraction procedure due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
Combination product: yes.

Event description:
Oversensing on the ventricular channel was observed via homemonitoring. The lead was explanted and replaced. Should additional information be received, this file will be updated.